Event description:
Consumer alleges meter just quit working. Assumed it was the battery and the pharmacy replaced the battery. "They hit the reset and pressed the "m' button but the meter still wouldn't work processer walked the consumer thought the meter set up and the meter it won't work properly."